Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
(B)(4).